Event description:
Complainant alleged that during functional testing, the device displayed an "error 46" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to faulty resistor on the defib module.